Manufacturer narrative:
The patient's included in this study were treated with negative pressure wound therapy from (B)(6) 1999-(B)(6) 2008. It is unknown when the event's occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged infections are related to v.a.c. Therapy. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill therapy system). Refer to dressing application instructions (found in v.a.c. Dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c. Therapy should be discontinued.

Event description:
On (B)(6) 2015, kci received article, "outcomes of vacuum-assisted therapy in the treatment of head and neck wounds."the journal of craniofacial surgery. 2015 oct; 26(7):e599-e602. Doi:10.1097/scs.0000000000002047 that reported two patient's developed infections which resolved with antibiotic therapy. On (B)(6) 2015, kci received the following information from the physician: it could not be confirmed if infections were related to vac treatment or to the patient's co-morbidities. But did confirm that there were no documented vac malfunctions during study. On (B)(6) 2015, kci received the following information from the physician: she confirmed again that she did not believe that the v.a.c. Device caused the problems, but that there is speculation that the vac contributed to the problems. Physician confirmed that antibiotics were given and that the infections resolved. The unit's type or serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit.